Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a low battery voltage, while still in the box. The field reported that rf telemetry had been left activated while in storage, which drained the battery. The device was not used, but will be returned to guidant.